Event description:
It was reported that the patient had passed out 3 times in the 3 months prior to the report. The patient was admitted to the hospital on the wednesday of the week prior to the report and was just released the day prior to the report. In the hospital they gave the patient 2 units of blood because they were iron deficient, anemic, and had fibrosis. The first time the patient blacked out was around a month prior to the report. The second time was the wednesday prior to the report and they passed out completely. Their heart was racing and it was in the ¿200¿. The patient was in the hospital and they had an EKG and they were told it was normal. The patient was walking and couldn¿t get to their ¿location¿ and they passed out and an ambulance came to pick them up on monday. The patient also went to the hospital when they first passed out. The patient¿s heart raced all the time and in their sleep and it woke them up. The patient had not seen their doctor since they got their stimulator. The patient hadn¿t turned their stimulation off but their stimulator would go dead and they would recharge it and they would feel their heart racing when the device was on or off. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient¿s increased heart rate and passing out were not related to the stimulator, but instead to the patient¿s low blood pressure. It was stated that the patient needed gynecological surgery and wanted to know what should be done about the stimulator during the surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Continuation of d11: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(6) implanted: (B)(6) 2013, product type: lead. (B)(4).